Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance is 6000 for both unipolar and bipolar and the thresholds are 2.75 v @ .40 ms both unipolar and bipolar. A temporary pacemaker was placed due to loss of capture and the patient is pacer dependent. There was an increase threshold which was noted to slightly decline. A lead fracture is suspected. The device is in use. No patient complications have been reported as a result of this event.